Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test or verify pump error 35 due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. Device received with cracked case on the back at the battery tube area, and battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had insulin pump error. Customer¿s blood glucose was 115mg/dl. Customer stated that insulin pump had scratches on screen and insulin pump gotten wet. Customer was advised to discontinue use of the pump and recommended customer refer to back up plan. Insulin pump will be returned for analysis.